Event description:
A 3.5 mm achiever balloon was placed in the proximal left anterior descending artery and inflated to 8 atm. The balloon would not deflate in spite of numerous attempts. The balloon and guide wire were then pulled back out of the coronary system. The balloon was retrieved into the iliac artery. The balloon would not fit through the sheath, so it was inflated to high pressure until it burst. The entire system was then removed.